Event description:
During an unknown procedure, while using a cdh29, surgeon could not close the instrument within the firing range. After moving the instrument in and out, the surgeon could finally fire the stapler. The pt had bleeding post-op. The pt was treated with anti-coagulants and the bleeding stopped. The rep believes the staples got caught between the anvil and the cartridge housing.